Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of complex regional pain syndrome and spinal pain. It was reported that the patient couldn't get their device to come on. The patient stated that their device hasn't had stimulation on as it burns. The patient stated that the doctor had "repositioned it". The patient stated that it is like the doctor is not hearing them. Patient services asked the patient when their last charging session was, and it was unknown. The patient stated that it was possibly over 6 months ago. No further complications were reported or anticipated.